Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-sep-01: information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient reported they got the settings not available message in september. Patient met with their representative and maybe lead number 3 had high impedance levels but 2 and 4 did not. Representative told the device to ignore the high impedance and the representative resolved the issue. Now the patient reported they were having issues with their stimulation. Patient noted they were getting the settings not available message again when trying to adjust their stimulation on groups a and b. Patient didn't want to lower their stimulation and their stimulation was so low right now. Patient didn't feel any better and their pain was down to their toes again. Agent redirected patient to their healthcare provider (hcp) to address the issue. 2023-oct-30: pt stated pain feels like before having the implant, there is no difference. Pt also stated that they have not had a mdt rep contact them yet. Pt stated they have been suffering for over a week. Pt said "ankle feels like it is broken". Pt stated they feel "tingling in abdomen" in group c and is "the only program that works". Pt also noted they have not been sleeping due to therapy not working. Agent reviewed implant can be turned off, pt said if turned off they would "not be able to eat". 2024-jan-24: additional information was received from a manufacturer representative (rep). The rep reported that patient has a history of out of regulation (oor) and the electrodes are not working. Caller reports rep would reprogram patient and they would be fine for awhile. Impedance test performed, electrodes: 2: 36610 ohms 3: 36810 ohms 6: 36560 ohms 7: 36460 ohms the rest of the contacts are between 1630 and 2730 ohms. Caller reports the other lead 8-15 are fine. Caller reports oor message was seen again about 1 week ago. Caller reports she has reprogrammed patient using 8-15 lead with differential target multiplexed (dtm) programming. 2024-feb-14: additional information was received from a manufacturer representative (rep). The rep reported that a rep noted the patient getting out of regulation (oor). A rep had seen the pt again and noted impedances bad on 2 <(>&<)> 3, programmed around the bad ones. Per pt, they have been getting oor on all three groups since implant. Pt was programmed. Pt was going to be referred to a surgeon for a lead revision if current programming does not work.